Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip was on cholangiocatheter. The fourth was fired on the cystic duct which was a bit large. The clip appeared to be sprung/loose slightly and then the next clip didn't load. An endoloop was placed and another device was opened to complete procedure. There were no patient consequences.